Manufacturer narrative:
(B)(6). The events of seroma-late and capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported "capsular contracture, grade IV" "intracapsular rupture" "scant periprosthetic liquid" "pain" "deformity" "folds" "increased consistency" and "increased volume." Device was explanted.